Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the child has been having rising ground path impedance from 1.35 to 3.0 and now has 6 "hi" channels. There is no specific report of trauma to implant site or change in medical history.